Event description:
It was reported that the patient had one implant in on the right side. It did not work so they implanted a new one. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 389033, lot# j0406513v, implanted: 2004-(B)(6), product type lead. Product ID 748925, serial# (B)(4), implanted: 2004-(B)(6), product type extension. Product ID 7434a, serial# (B)(4), implanted: 2004-(B)(6), product type programmer, patient. (B)(4).